Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Family member reported that patient¿s ins is not helping with patient¿s pain. Caller further clarified that patient has tried increasing stimulation up to "8" due to this and stated that when patient "moves different" it will zap him. Caller stated that they have not tried changing groups and stated that patient was told to call to discuss making changes to stimulation. Caller stated that this issue has been going on "for a long time." The patient has had the ins adjusted multiple times. Caller stated that the ins might help for a while, but this issue is persisting. Caller confirmed patient has not had any recent trauma or falls. Caller stated that the zapping sensation is related to positional movement. Caller stated that patient was reclining one time and then laid down and that is when he felt the zapping. Caller stated that the controller showed that he was "lying both ways, but he really wasn't." Caller confirmed on the call patient had adaptive stimulation enabled. Caller stated that patient turned off stimulation, but caller turned back on patient's stimulation on the call and stated that she "zapped" the patient. Caller stated that patient has not noticed a pattern with the zapping sensation but indicated this occurs with positional movement. Caller stated on the call patient was on group b, program 1. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information. Stated nothing they tried worked for long. It slowly stopped helping. Patent called, went in, not resolved. Patient notified their hcp. No further complications were reported.